Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the rechargeable ipg lost communication with external devices and was deemed inoperable. It is unknown when the issue began. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.